Manufacturer narrative:
The field service engineer determined the pinch valve and sipper tubing were due for replacement. The tubing was replaced and the flow path was conditioned. The electrodes were replaced upon request from the customer. Ise checks were performed and these passed. Precision studies were performed. The customer ran calibration and controls; these passed. The last calibration performed on (B)(6) 2020 was ok. Quality controls were within range, showing no indication of a reagent performance issue. The sample centrifugation time was too short. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na for gen.2 on a cobas 4000 c (311) stand alone system. No incorrect results were reported outside of the laboratory. The sample initially resulted with an na value of 111 mmol/l and repeated as > 181 mmol/l. The sample was then repeated on a second analyzer, resulting with a value of 142 mmol/l. The 142 mmol/l value was believed to be correct. The na electrode lot number and expiration date were requested, but not provided.